Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000077857.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed one of the leads exhibited high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has high impedances.